Event description:
It was reported by the customer that there was an unspecified insufflation issue with their evis exera iii gastrointestinal videoscope. When the device was received for evaluation by an olympus repair facility, foreign material was found lodged inside the nozzle of the device, and that the light guide lens was stained. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the nozzle of the device was clogged by a dark grey rubbery material. Additionally, the light guide lens was stained. The following findings were also noted: bending section cover glues separated, air/water channel leaky, connecting tube scratched, white dot due to charge-coupled device pixel error, vent valve corroded, and air/water flow issues. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material remained due to incomplete reprocessing cause by air/water channel leak, and it is likely that moisture remained at the glue between the light guide lens and the distal end of the device (c-body) and caused crevice corrosion. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿operation manual includes the detection way in chapter 3 preparation and inspection. Reprocessing manual includes the preventive measures in chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.